Event description:
States that user reported the cuff of an unspecified endotracheal tube leaked shortly after the pt was intubated and the pt required a non-routine reintubation with a second tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusion can be made without the device.